Event description:
It was reported that during surgery that the impactor fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. The patient did not retain any foreign pieces. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The following sections were corrected: a3. Visual examination of the returned product identified the device shows signs of prior use with gouges and scratches on the handle of the device as well as on the strike plate and impactor tip. The impactor tip has fractured into two pieces. The device has a possible field age of 4+ years. No measurements were taken due to the fractured tip of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.